Event description:
It was reported patient had a second revision of right knee due to separation of taper. Doctor removed 40mm extension piece. The doctor would like taper dimension to be analyze. He also believed cement on the taper was the cause of dislocation, but would like taper to be analyze anyway on the female side of the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding taper disassociation involving a gmrs extension piece component was reported. The event was not confirmed. A DHR review was satisfactory. A chr review confirmed that there were no other similar events reported for the manufacturing lot. Visual inspection of the returned part found scratch marks on the component, most notably on the male taper. The scratch marks are consistent with the event description that there was bone cement entrapped in the taper connection. The female taper anti-rotation tabs are also scratched. Dimensional inspection was within specification for all features that could be inspected, including the taper features. As per the instructions for use; it is the surgeon's responsibility to ensure that tapers are clean before assembling to ensure adequate locking. Debris in the junction can interfere with the locking mechanism.

Event description:
It was reported patient had a second revision of right knee due to separation of taper. Doctor removed 40mm extension piece. The doctor would like taper dimension to be analyze. He also believed cement on the taper was the cause of dislocation, but would like taper to be analyze anyway on the female side of the implant.